Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms during bolus and basal delivery. Customer reported a blood glucose (bg) level of 190 (mg/dl). Reportedly, the customer uses apidra and noted insulin had become viscous. During troubleshooting with tandem technical support, the occlusion appeared to be in the tubing. Customer was reminded that cartridge is indicated for use with humalog and novolog insulin only. Customer acknowledged and was able to deliver a correction bolus to address bg level.